Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were two pinholes on an unspecified tubing of a homechoice cassette which resulted in a leak. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in b3, d9, d10 (update from 06/02/2022 to asku), h3, h6 and h10. Correction to d5: operator of device, e3 (remove physician) and g2: report source (replace healthcare professional with consumer) - reporter was the patient. B3/d10: the event occurred on an unspecified date, further described as "in the last couple of days." Two actual (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test and pull test were performed with no issues noted. Additionally, the sets were functionally tested on an in-lab cycler machine with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.